Manufacturer narrative:
Device will not be returned. Pending additional information regarding alleged volume discrepancies. A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter kit, verification of all final testing performed by/on the us catheter kit, and packaging for subject us catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with us catheter kit function. (B)(4).

Event description:
Representative contacted technical solutions to report a catheter replacement due to volume discrepancies. Representative stated that the dates of the discrepancies and the expected and actual volumes of the discrepancies are unknown at this time. A cap study was performed and identified a kinked catheter. The catheter was subsequently explanted and replaced.

Manufacturer narrative:
During follow-up communication, representative stated that the device was not able to be returned. Represenative also confirmed that they did not have any information related to the volume discrepancies that were alleged. Additionally, they explained that the cap study results showed a kinked catheter, however they could not tell where exactly the kink was on the catheter as the x-ray was determined inconclusive. As the device was not returned for additional evaluation and investigation, a definitive root cause could not be determined. Per the instructions for use of the intrathecal catheter, catheter kinking is a known possible risk of use of the device. Internal complaint number: (B)(4).